Event description:
It was reported that the user received an alert to connect the cgm or enter a blood glucose value while using the system with a freestyle libre 3 plus sensor, and a new sensor placed that morning was not activated in the ilet mobile app until guided by support, after which it entered the warmup period. No adverse clinical symptoms reported and no changes in blood glucose. Outcomes included no alerts or alarms after troubleshooting and no hospitalization. User support included guided troubleshooting and education to pair the correct cgm type, confirm activation in the ilet app, and observe the stated warmup interval. Investigation of this case revealed user setup error related to pairing and activation of the cgm sensor with the app, with device function restored after proper activation. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.